Event description:
A report was received that after the permanent implant, the pt experienced a burning sensation on her skin in the lower left abdomen. The physician did not believe the sensation was device related but rather could be attributed to the patient's rsd. The physician could not confirm that the patient's symptom was not procedure related. The physician administered pain medication to the pt and the pt was reportedly doing fine.